Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station was not connected to the server. The field service engineer (fse) discovered that the station could not send or receive external data, even though it showed a network connection. After the customer's information technology (it) team was consulted, the issue was escalated to their networking team, who planned to send someone onsite and stated the problem was caused by a firewall on their side. There was no issue with the medstation. The system worked as intended after the fse investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to communicate. Customer stated that hospital information technology team had checked and the network port was working, but the station was still not communicating and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.